Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter displayed inaccurately high results compared to her dexcom continuous glucose monitoring (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that starting around 8:20pm on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿216 mg/dl¿ compared to ¿210 mg/dl¿ using cgm. (Lfs does not consider this to be a valid comparison). The patient manages her diabetes with novolog insulin which she self-adjusts, ozempic injectable medication and jardiance oral medication. She indicated that on (B)(6) 2018, she administered 16 units of novolog based on her sliding scale. She stated that 5 days after starting to get high readings, she developed symptoms of ¿stomach shaking and crazy headed¿, which she felt was due to the administration of too much insulin. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and that control test had not been manually selected. She indicated that an approved sample site had been used to obtain the blood samples. The cca walked the patient through a control solution test and the result fell within the expected range. Education was provided by the cca. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Stomach shaking and crazy headed, after obtaining an alleged inaccurately high result on the meter and continuing with her usual diabetes management routine of insulin (sliding scale).